Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported inflation issues, pump staying flat, and fluid loss due to hole cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to device inflation issues and the pump staying flat. A surgical procedure was performed in which the existing device was removed and a new aus system was implanted. Upon explant, fluid loss was identified due to a hole in the cuff. The patient fully recovered following the procedure.